Event description:
It was reported that the audible alarm device had occlusion error and the motor rate error is noisy. No patient injury was reported.

Manufacturer narrative:
Customer reported that device showed post audible alarm, occlusion error, motor rate error, and device was noisy. Device was in good condition with no appearance of any physical damaged. Unable to perform any functional testing due to e-fail safe resource was found at power up. Main board no longer operates properly .replaced main board also replaced worn coupling, lead screw and clutch halves for preventive of motor rate error.